Manufacturer narrative:
The reported event of defective ail sensors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/12/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been returned under sap # (B)(4) for failed air in line. Service repaired the device and returned it to the customer. No device return to cad is expected. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/12/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been returned under sap # (B)(4) for failed air in line. Service repaired the device and returned it to the customer. No device return to cad is expected. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported they received 6 new pump modules, and 2 of the devices had defective air in line sensors. These devices are new out of the box devices. This was discovered during qa testing, and there was no patient involvement.